Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k082513.

Event description:
The lay user / patient contacted lfs (lifescan) (B)(4) on (B)(6) 2011 alleging that her one touch vita meter would not power on. The patient mentioned that even after replacing the battery the issue still persisted. The alleged issue with the meter not powering on started on the evening of (B)(6) 2011. Due to the alleged issue she was unable to test and on the night of (B)(6) 2011, she developed symptoms of feeling dizzy, nauseated and tired. She did not take any medication and she contacted ems and was taken to the ER where she was tested on the ER's meter and obtained a 198 mg/dl . The patient was treated with a glucagon injection. This is not the first time the alleged issue began. The patient was using the correct test strips. The battery did not need to be replaced and the alleged issue was not resolved over the phone. Customer service replaced products and requested subject product back to lfs for investigation. The complaint is being reported since the patient alleged that due to the meter not powering on she developed symptoms and had to be treated in the ER with a glucagon injection.